Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue with a scratched display. Reportedly, the screens cannot be read/maneuver safely. The reporter noted that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/15/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 06/26/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged display issue was verified. The display lens was found to be scratched. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. Unrelated to the complaint, the display was dim with a reddish contrast.